Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08750 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm noted. Device was monitored for 1 day. No unexpected pump error message/pump alarm, charge/battery anomaly, hot pump, hot battery anomaly, low battery alarm or off no power alarm noted during testing. Device had intermittent button response on the act button due to flattened dome switch . No button error alarm noted. The other buttons buttons responded properly to button presses. During visual inspection, the j2 keypad connector on the lcd/b was found locked properly. Device uploaded properly using carelink. No burnt case or chipped/broken battery tube threads noted. Device had minor scratched display window, cracked display window, cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker. During visual inspection, no damage noted on the electronic assembly or on the motor. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and multiple pump error. The customer's blood glucose level was 500 mg/dl. The customer also stated that buttons were unresponsive and battery compartment was broken. The insulin pump will not be returned for analysis.